Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
A zoll field service technician was deployed onsite to evaluate the device. The evaluation isolated the reported ECG loss to the electrode pad set. Further evaluation of the apex pad determined the wire was physically damaged and failed continuity testing when measured with a multimeter. The damage was determined to have occurred during patient movement. The device passed all functional testing when evaluated using known-good test accessories and was returned to normal operation. No emerging trend based on similar reports.